Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged menstruation') and genital haemorrhage ('bleeding') in a 37-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines."), fatigue ("fatigue/tiredness"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("cramping,") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and hysterectomy, bilateral salpingectomy, uterosacral colposuspension.). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, migraine, fatigue, menstruation irregular, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine and vaginal discharge to be related to essure. The reporter commented: insertion details- uterine cavity on the right was 3 and on the left was 1 coils was seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: no evidence for fallopian tube patency.. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added.medical history were added..fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged menstruation') in a (B)(6) year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), migraine ("migraines."), fatigue ("fatigue/ tiredness"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("cramping,") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, migraine, fatigue, menstruation irregular, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine and vaginal discharge to be related to essure. The reporter commented: insertion details- uterine cavity on the right was 3 and on the left was 1 coils was seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-aug-2020: pif received: event menorrhagia made medical significant and intervention required due to surgery. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.